Event description:
It was reported that a remote transmission was sent due to the patient experiencing a pericardial effusion. In addition, there was suspected intermittent atrial under-sensing during recorded episodes. Follow-up investigation revealed that the pericardial effusion caused a pericardial tamponade, which required a pericardial window procedure. Subsequently, the surgeon found no bloody fluid in the effusion, with no visual evidence of a lead perforation. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.